Event description:
The customer contact reported line b of channel 2 of the device did not deliver. On an unspecified date and time, line a of channel 2 of the device was programmed to deliver an unspecified hydration fluid. Line b was programmed in the concurrent mode to deliver an unspecified antibiotic and the deliveries were started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that line b was not delivering. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, line b of channel 2 did not deliver when delivering in the concurrent mode. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).